Manufacturer narrative:
It was found by an arjo representative that a citadel plus side rail panel was broken off the side rail mechanism. There were no indication that a patient was involved when the malfunction occurred. No harm was reported to arjo. The claimed device it part of rental fleet. The detached side rail panel was identified after return the device from the customer. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as circumstances in which the damaged occurred are unknown. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. Although there was no injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment. There was no indication that any patient was involved when the malfunction occurred.

Event description:
It was found by an arjo representative that a citadel plus side rail panel was broken off the side rail mechanism. There were no indication that a patient was involved when the malfunction occurred. No harm was reported to arjo.